Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. Inflation was performed twice at 6 atmospheres for 60 seconds respectively, and once at 10 atmospheres for 5 seconds. However, during the third inflation, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.